Event description:
Customer reports being unable to locate a disposable surgical pattie in the patient following a surgical procedure. A c-arm was brought in but the surgical pattie did not show up on x-ray. Another pattie was placed on a table and when x-rayed did not appear on film. No patient information is available. The customer has reported that no patties from that case are available. The customer has returned surgical patties for examination but is unsure if they are of the same lot that was involved in the reported event.